Event description:
It was reported that the patient underwent a procedure wherein all device components were removed due to an unknown reason. No device malfunction was suspected. The explanted devices were disposed by the medical facility. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a procedure wherein all device components were removed due to an unknown reason. No device malfunction was suspected. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).